Manufacturer narrative:
Patient age: age at time of event: 18 years or older.

Event description:
It was reported that shaft break occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified right popliteal artery. A 4.00mm/1.5cm/140cm small peripheral cutting balloon was selected for use. During the preparation, it was noted that the balloon part got separated while removing the blue protector covering the balloon part. The procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
A2 - age at time of event: 18 years or older. Device evaluated by MFR.: the device was returned for analysis. A visual and tactile examination of the mid shaft identified a break approximately 250mm proximal from the distal tip. A visual examination of the balloon found no issues with the balloon of the device. No issues were noted with the blades of this device. All blades were found to be securely bonded to the balloon surface. A visual examination of the tip identified no issues. A visual examination found no issue with the marker bands.

Event description:
It was reported that shaft break occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified right popliteal artery. A 4.00mm/1.5cm/140cm small peripheral cutting balloon was selected for use. During the preparation, it was noted that the balloon part got separated while removing the blue protector covering the balloon part. The procedure was completed with a different device. No patient complications were reported.